Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that angiocath pnk 20ga x 1.16in leaked blood. The following information was provided by the initial reporter: we have received customer complaints regarding the two products below. Both calls have reported the same issue. Once inserted into the patient and bunged, the catheter will either leak IV fluid or blood from the patient.

Event description:
It was reported that angiocath pnk 20ga x 1.16in leaked blood. The following information was provided by the initial reporter: we have received customer complaints regarding the two products below. Both calls have reported the same issue. Once inserted into the patient and bunged, the catheter will either leak IV fluid or blood from the patient.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown.